Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Customer states troubleshooting was performed for the pump error. The customer stated that they were able to clear the alarm and complete the rewind. The customer reports the self test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed selftest and displacement test. No unexpected hardware low level failures or the motor arm cannot communicate with the main arm alarms noted during testing however, hardware low level failures alarm (variable 3) and the motor arm cannot communicate with the main arm alarms are confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. No auto mode anomaly noted during testing.